Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour test strips using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during the in-house testing were properly stored in the meter's memory. Section d4 of the initial report indicated the serial # of the suspected contour meter as f536748. Based upon the return of the meter, it was found that the correct serial # of the suspected meter is f536745. Section d4 has been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that her blood glucose readings were not being stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.